Event description:
The evening before the patient's scheduled refill appointment, the pump was alarming. The evening following the refill, the patient felt weak and passed out. In 2009, the physician gave the patient a 1 mg dose of narcan when she was hospitalized, but the patient stated it was only suppose to be a 1/10 mg dose. Since then, the patient had felt extreme fatigue and weakness. It was noted that the patient's dosage was increased in february following a pump replacement and the patient felt that this may have contributed to her condition. The dosage had since been lowered. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.